Event description:
Medtronic received information that during use of a mc3 crescent ra jugular dual-lumen catheter, it was reported that following a routine implantation of a 13 fr crescent cannula in a neonate with acute respiratory distress syndrome (ards), the patient was placed in the prone position on the following day. During prone positioning, the cannula perforated the right atrium at the junction with the inferior vena cava (ivc). As a consequence, the patient required cardiopulmonary resuscitation (CPR) for approximately one hour until emergency surgery was able to repair the perforation. Throughout the surgical procedure, continuous intraoperative autotransfusion (cell salvage) was required. In addition, the patient received multiple transfusions of packed red blood cells (prbcs), platelet concentrates, and fresh frozen plasma (ffp). Following resuscitation, the initial electroencephalogram (eeg) showed severe pathological findings, which have subsequently improved over time. A brain MRI is scheduled to further assess the neurological status. The user considers the prolonged resuscitation resulting from the cannula perforation as a causally related contributing factor. Following improvement in pulmonary function, the patient has since been successfully weaned from veno-venous extracorporeal membrane oxygenation (vv-ECMO).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.